Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-538b-2396: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 27,137 joules of use and 4:50 minutes, ¿aiming beam coming from the top and side¿ was observed. "Fiber tip had a lot of tissue on it. Surgeon wiped it off". "When the laser was placed in ready mode, the aiming beam was showing through the side as well as the top of the fiber. Laser was fired, coming through both the side and top of the laser". The fiber tip (cap) was cleaned during the procedure. The procedure was completed using a second fiber. Patient outcome ¿no injury¿ reported.